Event description:
A pedicle screw system was implanted into the patient in 2007 for spinal fixation. Both rods and 16 locking nuts of the implanted pedicle screw system were replaced 10 days later, following a follow-up visit, when the surgeon determined that the rods were cut short. On a subsequent follow-up visit, x-ray examination detected a disengaged locking nut. The next month, the surgeon replaced 16 locking nuts, 2 rods and two pedicle screws. No other complications or adverse effects from the device have been reported.

Manufacturer narrative:
The complaint of rod disengagement/slippage was verified. No evidence of product's failure to meet specifications or manufacturing anomalies were identified. No definite root cause of the locking nut back out could be determined. The most likely cause of the locking nut back out is attributed to the lack of clamping force related to rod deflection impact on locking nut torque requirements.